Event description:
Material # 309623, batch # 4060218, 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported by customer that several needles and syringes come apart. Verbatim: rcc received a complaint via email. Email(s) attached. External evaluation is required for takeda tw (B)(4) ¿ leaking. Product: gattex bd plastic dosing syringe (1 ml) with needle attached (27 x ½¿ syringe). Bd syringe lot number(s): 4060218, 3340120. Bd catalogue number: 309623. Takeda awareness date: 12feb2025. Complaint owner: xxxx. Report received from pv: several needles and syringes come apart. Status: requesting external evaluation. Country of origin: united states. Sample / photo availability: no sample or photos were provided to takeda. Ae: no ae reported. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Inv due by: 15mar2025. Additional information provided: can you please provide an exact date of event in this format mm-dd-yyyy? 02-10-2025.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information was provided.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is recommended to hand tighten the needle onto the syringe prior to use. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.